Event description:
It was reported that the customer's fill estimates were inaccurate with multiple cartridges. The customer indicated cartridges would be changed every 4-7 days. The customer's blood glucose level was 348 mg/dl, but the customer took a bolus and it came down to 300 mg/dl.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog has been tested for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.